Event description:
Meter name: one touch profile, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: lightheaded. A pt reported they were seen in ER 3 times. Their meter allegedly was missing segments. The result on their meter was 50, 60 and 70mg/dl. The result on the ER meter was unk. The time difference between pt's meter and ER was unk. Treatment was unk. No further info has been reported.